Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to extensive bilateral deep vein thrombosis (dvt) extending into the ivc filter, and bilateral iliocaval and femoral venous thrombosis. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer significant medical expenses, pain and suffering, and other damages.